Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of the intraocular lens (iol), marks/ scratch on the anterior surface of lens was noted. All marks were in the same position on the inferior portion of the optic. The lens was remained implanted as marks were not in the patient visual axis so it might not affect to the patient. There are three medical reports associated with this event. This is 3 of 3.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. One unopened company cartridge was returned for the reported lot. This sample was labeled for three files. The evaluation will be placed in all three files. The returned unopened company cartridge was microscopically examined with no damage or abnormalities observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens delivery. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified lens model/diopter was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported anterior surface scratches could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The anterior surface of the optic is protected by the optic fold during advancement in the cartridge. Only the posterior surface of the lens contacts the cartridge during delivery, if loaded per the IFU. Damage to the anterior optic may occur during loading or if a plunger override occurs. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: 2022-52573